Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error code. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that noted there was an alert for remaining voltage does not match calculated longevity. Subsequently, the s-ICD was explanted and successfully replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error code. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. There were no adverse patient effects reported. Currently the device remains in service. Additional information was received that noted there was an alert for remaining voltage does not match calculated longevity. Subsequently, the s-ICD was explanted and successfully replaced. There were no additional adverse patient effects reported. The device was returned for analysis.